Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: ngt; lkb. PMA / 510(k)#: k161552 (syringe), k121655 (alcohol pad). Investigation summary: no sample was received. Investigation conclusion: this is the 2nd complaint for the lot# 8362820 for the same defect or symptom. Previous complaint (B)(4). There was no documentation of issues for the complaint of batch 8362820 during the production run. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that the plunger separated with a bd syr 10ml surescrub posiflush saline. The following information was provided by the initial reporter: (2 of 2). Material no: 306559, batch no: 8362820. It was reported that plunger separates from syringe. Per customer email: one syringe out of the box that did pop off pre-maturely. Used the whole box except for 2 syringes. Seems to think this was much better as with the other lot syringes, it was happening very frequently.